Event description:
Dopamine infusion pump that was on hold began to alarm "220" with three arrows pointing up in the message section. At the time the patient was being treated for tachycardia and hypotension. The medication was disconnected from the patient. The nurse was unable to pause the pump and had to shut down the brain to shut it off.